Event description:
This is a follow-up report to medwatch voluntary report with access number 1014150, submitted on 07/07/98: staff member discovered a small hole in the expiratory limb of the pt circuit. The approx 2" of dangling wire (between the circuit and the heater but not within the tubing), had been drapped over the expiratory limb, and the circuit appears to have melted in that vicinity, from the outside inward. A staff member spoke with a product mgr from the MFR, who explained that when the pt is disconnected from the circuit, the lack of airflow through the expiratory limb can result in the wire heating up. She acknowledged having seen this problem with this product several times in the past few yrs. No negative pt outcome.